Manufacturer narrative:
Concomitant product: dtba1q1 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead "was not in the correct position" approximately four months after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.